Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d204drm, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient has dextrocardia and high defibrillation thresholds and the device implant was attempted from the right side. During the implant, two successful shocks with an appropriate safety margin could not be achieved. The next day, the entire system was removed and re-implanted on the left side. After moving the system, the physician was able to obtain two successful shocks within an appropriate safety margin. The device and leads remain in use. No further patient complications have been reported as a result of this event.